Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thromboembolism is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported in the literature article that during the treatment of an intracranial aneurysm using remodeling technique with the subject occlusion balloon catheter, the patient had procedural thromboembolic event (te) related to the remodeling technique. Te resulted in an occlusion of the inferior artery branch during the treatment of a ruptured middle cerebral artery (mca) bifurcation aneurysm, which was promptly reopened with balloon angioplasty without distal migration of the clot or ischemic complication. The complication was resolved without permanent clinical events.

Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. All patients were treated from january 2013 to february 2014. The device was disposed in the hospital.

Event description:
It was reported in the literature article that during the treatment of an intracranial aneurysm using remodeling technique with the subject occlusion balloon catheter, the patient had procedural thromboembolic event (te) related to the remodeling technique. Te resulted in an occlusion of the inferior artery branch during the treatment of a ruptured middle cerebral artery (mca) bifurcation aneurysm, which was promptly reopened with balloon angioplasty without distal migration of the clot or ischemic complication. The complication was resolved without permanent clinical events.